Event description:
Post laparoscopy procedure, nurse noted that black shrinkwrap was off scissor tip. Xray was conducted and the shrinkwrap was not visualized. Surgeon performed a repeat laparoscopy and removed shrinkwrap. Approximately one week earlier, the or director reported concerns with the shrinkwrap on the scissor tip - same brand - to the company. There was no pt injury involved with this case. Company replied that this was an isolated event. The company was also notified re: this event and they have informed us of a FDA recall. Additionally, we reviewed our stock and noted another defective shrinkwrap. Our entire stock was pulled. Dates of use: 2009. Diagnosis or reason for use: laparoscopy.